Event description:
It was reported that during a lap gastric bypass procedure, the device was used to perform the gastro jejunostomy. Upon the leak test, there was a leak found at the staple line. The staple line was oversewn and re-checked for leaks and at that time there were no additional leaks found. The surgeon reported that the device was more difficult to remove than usual. No malformed or missing staples were noticed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.